Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient's mother perform a reset and the reset was successful for reported issue. Pediatric patient used adult receiver which is against user guide recommendations. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).